Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of an occlusion of the femoral artery. A 150mm stent was selected; however, after release it was found that the in-body length of the stent was 280 mm.